Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's power distribution board. Unit was safety tested to factory's specification.

Event description:
Customer reported the passport 2 monitor smelled of smoke. No patient injury was reported.